Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the patient was transferred to another facility on (B)(6) 2017 in order to implement coronary artery bypass grafting. There were no complication and fragment left in the anatomy. The subject guidewire and its fragment were returned for analysis. The returned guidewire had its coil wire elongated at the middle solder 45mm distal to the guidewire tip. The coil wire was fractured approximately 32mm from the middle solder. The inner coil wire and the core wire were fractured approximately 40mm from the middle solder. The fracture sites were observed under a microscope. It revealed that the diameter of the coil wire gradually decreased toward the fracture surface suggesting the pulling force contributed to the coil wire fracture. Along the core wire fracture, the inner coil wire got tightened and fractured due to accumulated rotational force. The returned guidewire fragment was a piece of elongated coil wire. The tip portion of the core was missing. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it is concluded that rotational force that exceeded the product's design limit was applied while the tip of the guidewire was trapped by the heavily calcified cto lesion and the force led the core wire and the inner coil were to be fractured. The coil wire was thought to be elongated and fractured along with removal of the guidewire. Although the physician commented that there was no wire fragment left in the anatomy, the tip portion of the guidewire was missing; therefore, the possibility of remaining of the wire fragment could not be totally excluded. The warnings section of the IFU states: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
During pci to treat a heavily calcified cto lesion in the rca #2, a couple of guidewires were used but failed to cross the lesion. Then the subject guidewire was used in an attempt to cross the lesion. While advancing the guidewire, its tip got trapped by the lesion. When the physician rotated and pulled the guidewire in order to release it from the lesion, it fractured. The guidewire fragment was retrieved by a snare. The physician determined that it was unable to reestablish the blood flow and discontinued the procedure.